Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results:a visual inspection of the pump confirmed that the keypad cover was undamaged. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons were delayed in response and required multiple presses to elicit a response. The reporter stated that the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.